Manufacturer narrative:
The sample was not received for evaluation; therefore we are unable to confirm the issue reported. A review of the device history record for the lot reported found no issues during documentation review. We will continue to monitor for similar reported issues.

Event description:
Cannula kinked and broke after resistance while reintroducing trocar was experienced. Two cm of the cannula lodged within the inner intercostal muscle layer with the tip in contact with the right liver lobe capsule. Patient was in too poor medical state to operate and passed away within 48 hours from the medical condition.